Event description:
It was reported to boston scientific corporation that a polaris ultra stent device was implanted in the urinary duct of the patient on (B)(6) 2014. According to the complainant, a few hours post-procedure, it was noticed that the drainage did not work properly, so a stent replacement procedure was performed. However, when the stent was removed, the part of the stent in the ureteropelvic junction was found to be kinked. Another polaris ultra stent was used to complete the procedure. The physician reported that the patient was small and the length of the stent may have been too long and thinks that it was procedural issue. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual assessment of the returned polaris ultra ureteral stent was performed and a kink at 2.3cm from the renal pigtail was found. In addition, residues were noted on the stent and the suture was not returned. A review of the device history record could not be performed since the lot number was not provided in the complaint. A labeling review was performed and no anomalies were found.  Therefore, based on the available information and the device's condition, the most probable root cause is "operational context", since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, performance was limited.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent device was implanted in the urinary duct of the patient on (B)(6) 2014. According to the complainant, a few hours post-procedure, it was noticed that the drainage did not work properly, so a stent replacement procedure was performed. However, when the stent was removed, the part of the stent in the ureteropelvic junction was found to be kinked. Another polaris ultra stent was used to complete the procedure. The physician reported that the patient was small and the length of the stent may have been too long and thinks that it was procedural issue. There were no known patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.